Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,complaint of low back pain/possible urinary tract infection (uti) urine culture shows approximately 20,000 colonies/ml of 3 types of bacteria; urinalysis positive for 2+ leukocytes, 20-30 blood, 1+ bacteria, moderate epithelial cells and mucous threads uti prescribed bactrim ds and pyridium. Complaints of dryness, dyspareunia - urinalysis culture reveals approximately 10,000 colonies/ml of 2 types of gram negative bacilli; urinalysis positive for 2+ leukocytes, 1+ ketones, marked amorphous and trace bacteria atrophic vaginitis, menopausal symptoms recommended climara and vagifem 10 mcg. Complaint of possible uti with urgency, dysuria and tender bladder recommended urinalysis, urine culture and sensitivity and cipro 500 mg. Questionable ulcers and chancre in vagina valtrex and zovirax given - culture was positive for (B)(6). She scheduled an appointment for (B)(6) 2011 to discuss it with dr. (B)(6). Atrophic vaginitis vagifem 10 mcg. Complaining of inability to completely void with slow stream, the stream is intermittent, not continuous. On examination there is no hypermobility of the urethra. Bladder scan reveals approximately 100 cc of residual urine in the bladder after voiding, and indeed with postvoid residual catheterization, there was 100 cc of clear urine, urinalysis positive for few bacteria and trace blood &#62597;commended for intermittent self catheterization, and I ((B)(6), m.d.) Believe she will be able to do this without any difficulty. Urodynamic study reveals partial outlet obstruction, maximum detrusor pressure during void was 60 cm/h2o consider urethrolysis. Patient has problem of partial obstruction with difficulty emptying has only now been present for about six months. Suggested second opinion from dr. (B)(6) regarding possible urethral lysis of adhesions from her sling. Emergency room visit for having difficulty with self catheterization, urethral stenosis and dysuria &#63506;recommended indwelling insert foley catheter and urinalysis. Given cipro 500 mg. Diagnosed with urinary retention, rule out urethral/bladder neck pathology - recommended levaquin. On (B)(6) 2012 interventional procedure: cystoscopy and urethral dilation done by dr. (B)(6) and recommended bladder scan on next visit in 2-3 weeks. Able to urinate on her own since dilation of urethra by dr. (B)(6). Sensation of bulging or protrusion from the vaginal area genitourinary exam shows small stage 1 cystocele that bulges into vaginal cavity above the level of the bladder neck. Post void residual 30 cc. There is some mild resistance to passage of the catheter through the urethra and resting urethral angle on q-tip test is 10 degrees urinary retention scheduled sling revision early next month. Underwent revision of vaginal mesh, which was a sling that had been placed for urine leakage and cystourethroscopy under general endotracheal anesthesia. No. Following mesh revision surgery, she did not develop any serious complications and did not undergo any additional surgery. However patient had the following: (B)(6) 2012: reports minimal pain, but does have some urgency when she needs to void - urinary urgency, postmenopausal atrophic vaginitis estrace cream. As per last available record on (B)(6) 2013 she reported doing well and feels that she is back to normal and was recommended to continue estrace cream.

Manufacturer narrative:
(B)(4).